Event description:
It was reported by the rep that the (3) atw35 were used during a laparoscopic appendectomy procedure and a laparoscopic operative laparoscopy procedure. It was reported that the devices would not cut or advance forward. It was not reported how the case was completed and there was an extended operating room time of half an hour. 11/1999 update from the rep: there were two surgeons in the same case and there were two procedures being performed simulataneously.